Event description:
The hearing aid dispenser's office manager stated that the hearing aid user complained of soreness in her ear when wearing her hearing aid. She was referred to her dr, who prescribed antibiotic ointment.